Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that following shoulder arthroplasty, the baseplate component appears to have too much inclination. It is indicated by the surgeon that the patient specific guides used to complete the surgery may have contributed to the outcome of the implantation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event was unable to be confirmed as the part number and lot number of the device involved in the incident is unknown. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. No device or photos were received; therefore the condition of the device is unknown. The root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.